Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if problem returned.